Manufacturer narrative:
Failure investigation evaluation: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was reported as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.